Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed through tissue 4 times but no further procedure information was provided to determine if any other above stated reasons contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff repair that the tip of the customer's expressew iii needle broke off when the surgeon was passing suture through the rotator cuff. The surgeon confirmed on x-rays that the 1mm x 4mm piece of broken needle was contained within the rotator cuff tissue itself. The surgeon decided it was in the patient's best interest to leave it contained within the tissue and did not try to retrieve it. The surgeon completed the procedure with another like needle with the same expressew gun with no patient consequences. There was a 20 minute delay in the procedure. The sales rep reported that the expressew iii without hook and #2 orthocord were used and the gun was fired 4 times before the needle broke. The surgeon was preforming a single anchor repair. The customer will not be returning the remaining piece of needle as they utilizing it for disclosure with the patient.